Event description:
It was reported that a red alert was received on the patient's home monitor due to an out-of-range (oor) shock lead impedance (sli) on the right ventricular (rv) lead measuring 125 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported.